Manufacturer narrative:
(B)(4).

Event description:
It was reported after the lead was implanted, upper out of range pacing lead impedance was observed. The lead was removed and replaced. No further information is available.

Manufacturer narrative:
Analysis was normal. No anomaly was found.